Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2011. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii.

Event description:
Health professional reported an "explanted band and port due to intolerance." F/u with the health professional noted that "intolerance" was used to describe that the pt may have had previous adverse events involving the device. Further f/u will be conducted with the reporter to gather add'l info on the adverse event(s) causing the need to explant the device. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.